Event description:
Dr. Did not use expandable trial. Dr. Implanted a dualx slim into patient. During expansion surgical site gave audible pop sound during expansion (cannot confirm implant or anatomy). Under lateral xray implant shows expanded and in correct position but posterior portion appears to not be clear of posterior foramen. Lock screw would not thread into nose. Instruments were disconnected from implant in an attempt to get lock screw to thread into nose. Lock screw would not thread into nose. Lock screw was removed. Implant was malleted forward to clear posterior neural elements. Lateral xray shows expanded implant but anterior of the vertebral body. Ap xray shows posterior portion of implant only partially expanded (implant appears to be intact and components not broken or dislocated). Attempts to re-attach instruments to implant failed. Implant left in patient partially laterally expanded and partially vertically expanded without lock screw.